Manufacturer narrative:
Section h6: type of investigation - code 11 and 4102 removed.

Event description:
User reported 2 false negative results. Positive pcr. Symptomatic. This is report 1 of 2.

Event description:
User reported 2 false negative results. Positive pcr. Symptomatic. This is report 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2022-00092: test 2 of 2).